Manufacturer narrative:
The device did not return to atec for evaluation. The identifying part or lot number were not provided. The root cause for the vertebra fracture cannot be determined. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported an osseo screw broke postoperatively causing a vertebra fracture. Revision surgery was performed on (B)(6) 2021. During revision surgery, it was determined the screw hadn't fractured and still had the ability to collapse and re-expand. It is unknown what contributed to the vertebra fracture.